Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump was sticky and non responsive. The customer's blood glucose was unknown. The battery life diminished from day 1 use, insulin pump lost settings during battery change, crack on top of insulin pump, often squirts insulin while priming, grinding during rewind. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.